Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 315 mg/dl, which was treated with bolus. Customer reported she had large ketones and vomited earlier. Customer had series of high blood glucose event from 315 mg/dl to 104mg/dl. Customer had blood glucose of 201 mg/dl before going to sleep and woke up with 375mg/dl, she took bolus and at lunch it was 315mg/dl. Customer had symptoms related to high blood glucose such as nausea. Customer continued with troubleshooting for high blood glucose. Customer had treated high blood glucose manually by using insulin pump manual injection. The insulin pump will be replaced, and customer agreed to return the product for analysis. Frn-mmt-rsvr, unomed set, ozo-mmt- snsr, mds- mmt-7701-xmtr.